Event description:
It was reported that the careguard pad and pump powers on but does not inflate the pad.

Manufacturer narrative:
On 10/17/2013, a careguard pad and pump that is not inflating was determined to be reportable.